Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Race: white, ethnicity: n/a, admitting diagnosis: laparoscopic cholecystectomy.

Event description:
It was reported that a d5 1/2 ns two liter infusion was set to infuse at 100ml/hr via IV infusion pump. The bag was found empty three hours sooner than expected. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the device infusing too fast was not confirmed. During physical inspection the platen was observed to be broken at the upper hinge. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer's report could not be identified. The probable cause of the customer¿s experience of the device infusing too fast was identified as due to a broken platen post at the upper hinge. A broken platen at the upper hinge can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed.

Event description:
It was reported that a d5 1/2 ns two liter infusion was set to infuse at 100ml/hr via IV infusion pump. The bag was found empty three hours sooner than expected. There was no patient harm.